Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no suture string or the anchor. The distal end of the insertion device was fractured away and was not returned. There is biological debris on the returned device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a suture of the rotator cuff, one twinfix ultra anchor broke off the setting tool and was stuck in the bone, it had to be removed, it was loosen with a clamp and chisel and it was successfully unscrewed. Surgery was completed with a corkscrew device form arthrex in the originally drilled bone hole, no void was left in the patient. There was a surgical delay of 30 minutes and no further complications were reported. Patient's status is good.

Event description:
It was reported that, during a suture of the rotator cuff, two (2) twinfix ultra devices failed. The first anchor (B)(4) broke off the setting tool and was stuck in the bone, it had to be removed, it was loosen with a clamp and chisel, it was then successfully unscrewed. The second anchor (B)(4) was immediately bent when it was screwed in. Surgery was completed with a corkscrew device form arthrex in the originally drilled bone hole, no void was left in the patient. There was a delay of 30 minutes and no further complications were reported. Patient's status is good.

Manufacturer narrative:
Internal complaint reference (B)(4).